Event description:
After having my third child, I decided that I was finished having children and that I wanted permanent birth control. I did some research, talked to my family and my dr and decided that essure was right for me. In (B)(6) 2008, I elected to have the essure procedure. The procedure went smoothly. In (B)(6) 2008, I got the hsgc test to confirm that the essure implants were placed properly and that my tubes were blocked. I got confirmation from my dr and from the radiologist that my tubes were blocked and that I could rely on essure as a method of permanent birth control. Fast forward to 2011. I am now (B)(6) pregnant. What happened? I had an emergency ultrasound to make sure that the pregnancy was not in one of my fallopian tubes. The dr came back and told me that one of the essure coils had worked itself out and it is now imbedded at the top of my uterus! My pregnancy has been confirmed with a blood test at the dr's office. I got the results today (B)(6) 2011. I don't understand how this could happen. This seems to be the case for multiple women. Many are getting sick from essure and there are many others like me that are ending up pregnant after they have made the decision not to have any more kids. This has turned my whole life upside down. I am going through a divorce right now!